Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. Patient with history of hypertension, coronary artery disease, cardiomyopathy. Patient admits to occasional light headedness but denies chest pain, shortness of breath or palpitations. Patient to have ICD generator change due to recent recall notice. (Per md h&p)